Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen is malfunctioning and the calibration of the touchscreen only lasts a few days. There was no patient or user harm reported.